Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: physical defects of strips - strips stuck together. No defect found on returned meter. Root cause: (B)(4): other root cause: strips stuck together due to excess of adhesive. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA (B)(4).

Event description:
Consumer reported complaint for physical defect of test strips, stating that the test strips with the sidekick meter were sticking together. Customer stated that she has to separate the test strips when she tries to test. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/22/2023; open vial date and product storage were not disclosed.